Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that the lead fracture and insulation damage were noted. The patient was stable post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with episode of ventricular noise reversion via merlin.net. Review of the episode confirmed the noise on the rv-coil-svc channel and the rv bipolar channel. The lead was capped and replaced. No further information is available.